Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins) the reason for call was caller stated for a year they have not been able to find a healthcare provider (hcp) and their neurostimulator hasn't been working. Pt stated they are bedridden due to the implant not working and other reasons. The issue was not resolved. Agent emailed reps in the area to assist pt in finding hcp in the area and to check implant. Pt stated their old hcp moved a year ago and since then they are unable to find hcp to "maintain" their implant and they became bedridden in (B)(6) 2023.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.